Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the bottom half of the touch screen had colored and black lines that blocked graphics and text. Customer's blood glucose was 80-200 mg/dl, reportedly, customer reverted to manual injections for insulin therapy.